Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the pump, resulting in a cracked, unresponsive touchscreen, and the user reverted to backup therapy while a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.